Manufacturer narrative:
A general reagent issue was excluded. The investigation did not identify a product problem. The investigation determined the issue was consistent with a pre-analytical handling issue.

Event description:
There was an allegation of questionable triglycerides results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 295 mg/dl. The sample was tested on another module and the result was 85.5 mg/dl. The sample was repeated on the same module as the initial result and the repeated result was 87 mg/dl. The sample was repeated as the initial result did not match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The alarm trace showed several "abnormal aspiration" alarms on the date of the event, which are indicative of a possible pre-analytical issue. The field service representative performed checks and did not find any abnormalities. The investigation is ongoing.